Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d9; g3; g6; h1; h2; h3; h6. Visual examination of the returned device found 2 of the 4 small locking collar bolts have fractured at the base of the threads. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Device was submitted for further analysis. Analysis determined the bolt fracture surface showed sheared ductile overload dimples, indicating shear overload mode of fracture. Eds semi-quantitative elemental analysis of the collar bolt sample showed that the material is conforming. Visual examination of the provide photograph found one of the screws backed out and was floating in the joint space. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual examination of the provide photographs confirms that 2 off the small screws have fractured and one of the screws has backed out and was floating in the joint space. The device was not returned for further evaluation. The DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent an initial knee surgery. Approximately one year later, the patient complained of pain and instability in the knee. Subsequently, the patient was revised 1.5 years post-implantation due to pain and instability. It was discovered during surgery that some of the screws were loose and there was a screw fracture. Attempts have been made and no further information has been provided.